Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. Troubleshooting was conducted by the customer technical support and it was determined that the occlusion issue was related to the infusion set; however, the pump was replaced per reporter insistence. This complaint is being reported because there is an allegation against the pump functionality with regards to insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box showed multiple occlusion alarms with a high force. The rewind, load, and prime steps were performed successfully. The force sensor was found to be detecting the correct force. The pump was exercised for 24 hours and no occlusions occurred.